Event description:
Discordant results were obtained on eight pt samples across several analyzers. The results were reported to the physician. The samples were repeated on an alternate analyzer and different results were obtained. Pt treatment was not prescribed or altered. There was no report of adverse health consequences as a results of the discrepant results.

Manufacturer narrative:
A siemens healthcare field service engineer (fse) was sent to the site. Analysis of the instrument and instrument data indicate that the cause for the discrepant results were due to a faulty pinch valve and tubing. The instrument has been repaired. The instrument is performing within specifications. No further eval of the device is required.